Event description:
Tip fell off into patient (per phone conversation with contact at prime surgical "all of the ceramic was retrieved from the patient and the case was concluded with no adverse affect to the pt".